Event description:
Small bowel perforation [intestinal perforation]. Peritonitis in the bowel cavity [peritonitis]. Adhesion of seprafilm [product adhesion issue]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a female patient (age not provided), initials unknown. The patient's medical history was not provided. On an unspecified date, the patient underwent caesarean section and seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed in an unspecified location (number of sheets not provided). The lot number for seprafilm was not provided. On unspecified dates, the patient developed small bowel perforation due to adhesion of seprafilm which caused peritonitis in the bowel cavity. The company assessed the events of bowel perforation and peritonitis in the bowel cavity as medically significant. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The causal relationship of seprafilm with all the events was not provided by the reporting physician.

Manufacturer narrative:
Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.